Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed there was not image due to faulty video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure (otolaryngoscopy), the interface lock of the visera elite video system center was noted to be loose when connected to an endoscope. Subsequently, the intended procedure was completed with a similar device. Upon inspection of the customer¿s returned device it was observed, the device did not have image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video connector could not be determined. Olympus will continue to monitor field performance for this device.